Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a female patient underwent an unknown ablation procedure with 2 thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered a perforation requiring surgical intervention. After the procedure, blood pressure decreased during observation in the ward, and emergency operation was performed. During follow-up observation, blood pressure decreased. Emergency operation was performed. It said that both the vein and artery were punctured during puncture, so emergency operation was performed for that. The physician commented that blood pressure decreased by paracentesis, and there was no relationship with the product. This adverse event was discovered post use of biosense webster products. The physicians opinion on the cause of this adverse event: procedure. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. This report is for the 2nd of 2 thermocool¿ smart touch¿ sf bi-directional navigation catheter used in the procedure. The 1st catheter will be reported in manufacturer reporter number 2029046-2021-00975.